Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 7/25/2019 and 11/15/2019. If explanted; give date: not applicable, the lens remains implanted. Initial reporter phone #: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zxr00v 23.0 diopter was implanted with the aim of -0.5d for the right eye (od) which preoperative, it was -1.0d, hyperopic before operation. That it shifted 0.5d to the near side, which the patient is complaining about difficulty in viewing due to blurry vision and loss of stereoscopic effect. The patient felt dissatisfied but no patient injury/health hazard was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.